Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 48mg/dl. The customer treated with glucose. Customer indicated that their blood glucose value was low due to lifestyle changes and was not due to pump. Troubleshooting advised customer on changing the basal rates in the pump, as customer thought the rates were incorrect. There was no indication that the insulin pump over delivered insulin. Customer was assisted with the basal rates. No further assistance was needed.